Event description:
It was reported that a user of an ilet system experienced a low blood glucose event at home, with a measured value of 68 mg/dl, and self-treated with soda, after which the user reported feeling well; no device alarms, malfunctions, or resets were reported, and troubleshooting and education were completed with no recommendation for a factory reset. Symptoms included hypoglycemia. Outcomes included recovery without medical intervention or hospitalization. Investigation included review of user-reported data and device reports attached to the case, as well as troubleshooting guidance provided by support. Investigation of this case revealed no device malfunction or component failure, and the device appeared to function as intended based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.